Manufacturer narrative:
Qn#(B)(4). Five samples received of pn 528235 visistat 35w 6/box, batch 73l2000372 for packaging damage. During the visual inspection, the damaged packages were observed, based on the samples received, the failure mode reported as packaging damage can be confirmed, however this type of defect is not related to the manufacturing process. This defect is related to bad transportation.

Event description:
It was reported that (B)(6)2022, the package was found broken prior to the patient.